Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Analysis was unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm and had a blank display. Customer's blood glucose was 106 mg/dl at the time of inicdent. Customer also reported that the insulin pump alarmed bad battery and went blank display even with the replacement battery cap. The insulin pump was returned for analysis.